Manufacturer narrative:
The cause of the revision surgery on (B)(6) 2012 was due to an infection. The original surgery was performed on (B)(6) 2012, the time between the original surgery and revision was approximately 1.25 months. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to an infection. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. The device history record for the components was examined. A review of the sterilization records show that the devices all received adequate 25-40 kgy gamma radiation sterilization dose and were within their expiration date at the time of the original surgery. The device history records, product complaint report database, and sterilization records show that all the components reported in this complaint that were used in the original surgery met sterilization, design, and manufacturing requirements. Due to the short time between the original surgery and the revision surgery it is possible that the infection was acquired at the hospital ((B)(6)). It is also possible that the patient was not compliant with post surgical instructions. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to an infection or inhibited the patient's immune system. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. It is unknown to what extent the patient became infected. The data reviewed in this report supports that the infection was not the result of a product or manufacturing process defect.

Event description:
Revision surgery - the pt developed an infection after primary surgery. The doctor proceeded to replace the +4 insert with a +8.